Event description:
Device 3 of 3. Reference MFR report#: 1627487-2014-01433. Reference MFR report#: 1627487-2014-01434. It was reported during intra-operative testing, the trial leads revealed invalid impedances. In addition, the multi-lead trial cable was unable to lock therefore had to be replaced. The leads were relocated several times to no avail. Subsequently, the leads were repositioned lower to a different angle. All impedances tested valid at that time. As a result, the procedure was extended approximately 30 minutes. Postoperative programming was successful and to the patient's satisfaction. Follow-up identified the trial leads were removed on (B)(6) 2014. The patient stated 50% pain relief during the trial.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.